Event description:
Customer reported the pump screen went blank unexpectedly and the led stopped blinking. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump needed to be plugged into a power source to turn back on, and its battery capacity was less than or equal to 20%. The customer will continue to use the pump for insulin therapy while awaiting a replacement pump.